Event description:
The complainant alleges that they were monitoring a 70 year old male patient being treated for cardiac arrest, when the screen on the device went blank and the unit lost power. They were able to obtain another device, and there were no adverse effects on the patient.